Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that electrocautery protection mode was enabled during a normal device change out procedure, but pacing inhibition was still observed. Technical services discussed therapy was inhibited because the device detected too much energy on the lead during cauterization. The duration of pacing inhibition was unknown. It was noted the physician was cauterizing right at the device. No adverse patient effects were reported related to this right ventricular (rv) lead. This rv lead remains in service.